Event description:
A hospital in (B)(6) reported that an mr850 respiratory humidifier was alarming (temperature alarm). The hospital also reported that they observed a burning smell. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint humidifier has been returned to fisher & paykel healthcare's regional office and service center in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an mr850 respiratory humidifier was alarming (temperature alarm). The hospital also reported that they observed a burning smell. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint humidifier was returned to fisher & paykel healthcare's regional office and service center in (B)(6) for evaluation. Method: the humidifier was inspected for damage or unusual smells. The fault log was checked and the unit was tested for functionality over an eight hour period. The unit was also calibration and performance tested. Results: inspection of the humidifier revealed no signs of overheating or a burning smell. No faults were stored in the device memory and no alarms occurred during testing. When the humidifier was being run, the temperature was properly controlled. The unit passed all calibration and performance checks. Conclusion: the reported fault could not be replicated as the humidifier operated properly during testing and showed no evidence of overheating. In addition, no burning smells were observed. The unit passed all relevant tests and has been returned to the customer.